Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty installing cartridges onto the pump due to corrosion around the cartridge area. The customer's blood glucose (bg) levels remained between 70-240mg/dl. The customer reported the pump would continue to be used for insulin therapy.